Event description:
On an unreported date in (B)(6) 2007, the patient began peritoneal dialysis (pd). On an unreported date, the patient began treatment with extraneal viaflex (2l daily) and physioneal unspecified product (1.36% 5l daily and 2.27% 7.5l daily) intraperitoneally (ip) for automated peritoneal dialysis (apd). On (B)(6) 2010, the patient experienced cloudy peritoneal effluent and abdominal pain. The patient was diagnosed with peritonitis. The patient was not hospitalized for the peritonitis. On (B)(6) 2010, the patient began remedial treatment per hospital protocol with cefazoline (125mg/l daily ip) and ceftazidime (125mg/l daily ip). Remedial treatment with cefazoline and ceftazidime were ongoing. The patient recovered from the abdominal pain, and the peritoneal effluent was clear. At the time of reporting, the patient continued treatment with cefazoline and ceftazidime. Extraneal and physioneal therapies continued at the same dosage. The reporter could not establish a causal association of the peritonitis with extraneal and physioneal.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.